Event description:
It was reported that at implant, the left ventricular (lv) lead was unable to advance in the coronary sinus lateral branch. The lead was not implanted and another lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).